Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single port monopolar cautery instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the reported complaint. Energy delivery was tested six times at different angles and delivered energy consistently. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. There was no problem detected. The probable root cause of the customer reported issue cannot be determined based on the failure analysis results. Additional findings unrelated to the reported complaint: the adapter overmold was found to have damage. A visual inspection of the adapter overmold for damage such as cracks, indentations, or missing material was performed and failed due to a crack on the side of the adapter. The crack measured at 3.48mm in length from the distal tip. The probable root cause is attributed to either tip accessory installation issues or damage during use. The electrical contact was found to be broken and to have detached fragments. A visual inspection of the electrical contact for damage such as cracks, indentations, or missing material was performed and failed due to damage on two of the four electrical contact tabs. The damaged appeared to have detached fragments. The two longer electrical contact tabs were the tabs confirmed to have the detached fragments. The damage is estimated at .8mm by 1.2mm. The probable root cause of the detached fragment is attributed to damage during use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a single port monopolar cautery instrument exhibited no energy. The procedure was completed with no reported patient injury.